Manufacturer narrative:
The concentrator was returned to invacare for evaluation, which was completed on 08/30/2021. It was observed that the tubing from the pe valve to the left sieve bed was darkened/melted, and the left sieve bed cap had developed a hole, which allowed sieve material to escape, causing melting/charring of the pe valve, inlet filter, and cabinet. The tubing from the left sieve bed to the product tank was also darkened/deformed with sieve material embedded in it. The investigation findings and conclusions are consistent with what was previously identified.

Event description:
The dealer advised that the patient reported hearing a loud popping sound that woke her, and she saw fire coming from the irc5po2v concentrator. The patient called family for assistance, and they were able to extinguish the fire. No injury occurred. The wall and flooring in the patient's home were damaged from the incident.

Manufacturer narrative:
Photographs were provided, which show that the concentrator exhibited damage consistent with an overheating event. The cabinet filter appears to have disintegrated, the filter access door and the area surrounding the inlet filter are melted, and the inlet filter is darkened. Also, sieve material is present beneath the inlet filter, indicating it was expelled from the sieve bed(s) into the system. Dark marks/debris are present on the wall and carpet. The dealer advised that they inspected the area where the concentrator had been plugged into the wall. There was no visible damage from the wall socket or the concentrator's power cord. They have provided the patient with another concentrator to use. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. It was requested that the concentrator be returned to invacare for inspection. Once it has been received and evaluated, a supplemental record will be filed.

Event description:
The dealer advised that the patient reported hearing a loud popping sound that woke her, and she saw fire coming from the irc5po2v concentrator. The patient called family for assistance, and they were able to extinguish the fire. No injury occurred. The wall and flooring in the patient's home were damaged from the incident.